Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 35 lp low profile balloon catheter was returned for investigation. The device had kinks at 14.5cm and 34.0cm from the proximal end. A longitudinal burst was noted 1.5cm in length. The balloon length measured within specifications. Catheter length measured within specifications. A document-based investigation was performed. Review of the device history record shows two nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The patient had vessel tortuosities and the balloon was inflated in a calcified site. Per the IFU, "the balloon is manufactured from an extra-thinwall, high-strength, minimally-compliant material. Particular care should be taken in handling the balloon to prevent damage." Also, the contrast medium to saline mixture is unknown. Based upon the information provided, the characteristics displayed, and examination of the returned product, it is plausible to suggest that this incident was technique related or human anatomy related. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The reported device is not available for evaluation. The event is currently under investigation.

Event description:
It is alleged that an advance 35 lp low profile balloon catheter was being used to treat an occluded superficial femoral artery when the balloon ruptured. It was reported that the device was being inflated within an extensive amount of calcification. The pressure at which the device was inflated at the time of rupture is unknown, as well as the direction of the rupture. Allegedly, another device of the same kind was then used to successfully complete the procedure. No adverse events have been reported regarding this occurrence.